Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. The device history record (DHR) could not reviewed as the serial number is unknown. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Event description:
Edwards received notification that this (B)(6) y-o patient with a bioprosthetic aortic valve, implanted for approximately 14 years, underwent a valve-in-valve procedure due to degeneration leading to stenosis. First attempt to at tavr failed due to difficult patient anatomical conditions. Another procedure was successfully performed one (1) month later using an edwards transcatheter valve. Patient is doing well.